Event description:
It was reported that the device was explanted after an implant duration of zero days. Through the operative report, it was learned that the device was explanted due to a unsuccessful ring repair.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received.